Manufacturer narrative:
Reference number (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2022, a patient in portugal underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2022, the patient experienced yellowish exudate at the peg stoma. A swab of the exudate was performed and the patient started amoxicillin+clavulanic acid 875mg+125mg one tablet twice/day. On (B)(6) 2022, it was reported that the swab revealed staphylococcus of penicillin-resistant, flucloxacillin-sensitive staphylococcus aureus in exudate. The neurologist then prescribed flucloxacillin 500mg tablets 6/6h, orally.